Event description:
The account alleged that the head section will not lower electrically or with cardiopulmonary resuscitation. No pt impact.

Manufacturer narrative:
The account found the right side rail pt control button is stuck. The account replaced the right side rail power control board to resolve the issue.